Event description:
In may 2003 dr performed revision surgery to remove and replace the access port because it was believed to have been leaking. After performing the surgery the dr realized that the access port was not leaking and he now believes the band itself is leaking. Dr found, via x-ray / contrast leak test, "an obvious leak from the band, next to the buckel". Dr has scheduled another surgery to remove and replace the entire band system. Further info will be provided after surgery has taken place.